Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 4 keep failing and not opening. A field service engineer inspected as there was no tower doors were failed or clicking at the arrival. Additionally the field service engineer turned off the machine and cleaned, added grease to the microswitches. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe door 4 keep failing and not opening.the customer reported that even after reboots the issue were still persisting.the customer stated that the current that this malfunction occurred when user trying to issue medication to patient and delayed about 15-30minutes to the patient care.there were no adverse events or injuries reported based on this event.